Event description:
Had 32 tms [transcranial magnetic stimulation] treatments, I am unable to live a normal life, I am sensitive to all medications that I need so bad to control my ocd. It's getting worse my life is deteriorating. I have developed hyperosmia a heightened sense of smell and we can't even cook in the house it's so bad. Any ssri causes severe depression or severe anxiety. And other medications do to. It¿s so bad I don't know how to live. I need help but no doctor believes what is going on or they say it's so rare I need a research hospital. Tms had ruined my life and I need someone to help me because it's getting bad. FDA safety report ID # (B)(4).